Event description:
Pt was diagnosed with cancer. Pt's right breast was removed and breast prosthesis was implanted. Breast implant was over-filled with saline and ruptured. Pt moved to another state and now pt is not on treatment due to financial problems. Pt stated "I don't feel like a woman, I feel like a leper and this has been a bad experience for me."